Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer's blood glucose level. Caller removed the o-ring from the pneumatic tap, cleaned the area, and successfully reloaded the cartridge, allowing insulin therapy to resume successfully.